Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported the patient's insufficient bone quantity and quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.